Event description:
Device system returned to MFR for analysis with report of "pt rode bicycle & fell off bike onto pt's chest & broke ext connectors & ipg". Also reported, leads were replaced. New leads inserted at different sites. Lead sites changed from pallidal dbs to subthalmic nuclei stimulation.